Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that he was hospitalized with a blood glucose reading of 600 mg/dl. The customer had attempted an infusion set and reservoir change to correct the high blood glucose prior to being hospitalized, but his blood glucose remained elevated. Troubleshooting was performed and the programming was correct and the insulin pump passed the prime test. The high pressure test could not be performed because the customer's wife did not have a tubing clamp.